Manufacturer narrative:
The patient's sex should be female rather than male. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable. The patient last felt stimulation over two years ago. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.